Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via message indicating that they were hospitalized due to low blood glucose levels. The customer stated that their right side went numb. The customer complained that the insertion site would get sore. The customer never had to change the sites early. The customer did not provide their blood glucose value or the date of the hospitalization. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not troubleshoot and did not send the product back for analysis.